Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73e1900154 was manufactured on 05/06/2019 a total of (B)(4) pieces. Lot was released on 05/17/2019. DHR investigation did not show issues related to complaint. The customer returned three units ae05ml autoend05 ml for investigation. The actual sample was returned along with two representative samples. The returned samples were visually examined with and without magnification. Visual examination of the returned devices revealed that the actual sample was returned with its trigger partially engaged. The actual sample appears used as there is biological material present on the device. The representative samples appeared typical. Reference file anp1900074202 for investigation photos. The sample with the partially engaged trigger was tested first. To begin, the trigger cycle was completed. Functional inspection was then performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was unable to load properly into the jaws. Another attempt was made with the same result. The sample was disassembled to inspect the internal components. The top jaw was found bent. The pivot holes in the channel for the top jaw were also deformed. The sample was received with 4 clips remaining in the channel, indicating that 11 clips were fired by the end user. The observed damage to the top jaw prevented the clips from loading properly. Based upon the damage observed, unintentional user error caused or contributed to this event. Next, the two representative samples were tested. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was able to load properly into the jaws of the device and was successfully applied to over-stressed surgical tubing. This was repeated with the same result for the remaining clips. The same process was followed for the second representative sample. There were no functional issues found with the returned representative samples. Reference file anp1900074202 for investigation photos. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that unintentional user error caused or contributed to this event. The reported complaint of "clips not closing properly" was confirmed based upon the sample received. The actual sample and two representative samples were returned. Upon functional inspection of the actual sample, the clips were unable to load properly. The sample was disassembled and the top jaw was found bent. Upon functional inspection of the representative samples, all clips fired properly. The observed damage to the top jaw prevented the clips from loading properly. At the time of manufacturing assembly, the autoend05 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. Therefore, based upon the observed damage, unintentional user error caused or contributed to this event.

Event description:
It was reported that clips not closing properly over vessel.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that clips not closing properly over vessel.